Event description:
It was reported during a laparoscopic nissen fundoplication procedure. It was reported by the rep that the surgeon was dissecting around the stomach and activated the foot pedal and the generator toned out. The hosp cleaned the blades and activated it again and still solid toned. Opened another device to complete the case. There was no consequence to pt.